Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold and one opening curved on the radius. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the radius. Based on the device analysis the final assessment is: one crease sharp opening on the radius due to fold flaw opening.

Event description:
Physician reported that "during the outpatient procedures," left side "breast undergoing the procedure did not maintain the expansion¿. Device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported that "during the outpatient procedures," left side "breast undergoing the procedure did not maintain the expansion¿. Device has been removed.